Event description:
Reporter called lfs and alleged that the hospital meter was reading inaccurately high. A meter to lab comparision was performed. The meter result with high (exact reading is not known). The lab result was 320 mg/dl. This is an invalid comparision because the meter result is not known. The test strips are in good condition, codes matched, and the testing technique was correct. While troubleshooting the lfs customer service representative attempted to perform a check strip test, but when the meter was powered on, it prompted not ok. The not ok issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. There is, however, no evidence of a serious injury. A new meter is being sent to the patient.